Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. H. 3-02-device evaluation anticipated, but not yet begun. H.6-method-86-other, results-709-none, conclusion-68-other, this report is based on information supplied to us without our independent verification as to its accuracy, completeness or casual relationship to the product.

Event description:
It has been reported to us that during the procedure the plunger separated from the lead screw. The physician inserted the pre-dilatation balloon into the patient. The physician inflated the dilation balloon with the inflation device. The physician performed dilation on the vessel three or four times. The physician inserted the stent delivery catheter and deployed the stent. The physician then performed post dilation on the vessel twice. The physician attempted to performed a third post dilation and the plunger separated from the lead screw inside the inflation device. The physician detached that inflation device and had to attach a 10cc syringe to deflate the dilation balloon. The patient is reported to be fine.